Manufacturer narrative:
(B)(4). Initial reporter phone number - (B)(6). Evaluation summary: the actual device was not received; however, a photograph of the device was received for evaluation. Visual inspection revealed that the sponge was out of the device. The reported condition was confirmed. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was out of the minicap. This was noted before use. There was no patient involvement. No additional information is available.